Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. Damage was noted across the entire stent, proximal stent struts were bunched distally along the balloon. The stent had also moved distally along the balloon. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip profile found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties, stent moved on balloon and stent damage occurred. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 3.00 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. During retrieval of the device, resistance was felt. The device was then checked outside the patient's body and it was noted that the proximal part of the stent got flattened in a distal direction and the stent had shifted on the delivery balloon. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that removal difficulties, stent moved on balloon and stent damage occurred. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 3.00 x 28 synergy¿ drug eluting stent was advanced but failed to cross the lesion. During retrieval of the device, resistance was felt. The device was then checked outside the patient's body and it was noted that the proximal part of the stent got flattened in a distal direction and the stent had shifted on the delivery balloon. The procedure was completed with a different device. No patient complications were reported.